Manufacturer narrative:
Add'l MFR. Narr.

Event description:
The pt reported that he is continuing to get air bubbles in his insulin cartridge. The pt stated, that initially the air bubbles were not present, but after about an hour they form and continue to grow bigger. The pt did not report any blood glucose concerns. The pt did not require medical attention from a healthcare professional or second party. The product was requested to be returned for eval.